Event description:
Complainant reported that 2 eagle screws backed out of the eagle plate at the c7 level. This was noted at the 6-week post-op follow up. At 1-month no problem found. At 3-months out patient was minimally symptomatic. Surgeon is taking no action at this time. As an event of this nature can result in the need for surgical intervention an MDR is being filed.